Manufacturer narrative:
A.4 weight was added as it was inadvertently omitted from the initial report that was submitted. H.6 health effect - impact code listed on the initial report was incorrect and a new code was added. The impella device was not received from the customer, but the event logs were received. The investigation has been completed. The device history review was completed and the pump passed all post sterile inspection checks. Purge pressure high (pph) - after six days on support, pph alarms were noted. Tissue plasminogen activator (tpa) lysis protocol was executed and purge metrics began to improve. The pump was not returned. Data log review showed purge pressure gradually rose on 01-aug-2025 for three hours prior to pph alarms and then resolve within the next three hours. The cause of the high purge pressure was biomaterial buildup due to data log review showing a three hour rise in pp that resolved after executing tpa lysis protocol. H.6 codes were updated to reflect investigation results.

Event description:
The complainant reported a patient was implanted with an impella 5.5 as an escalation of therapy from an impella cp device who had been admitted with cardiogenic shock. It was reported that during support; purge pressure high alarms were noted. Pharmacy and medical affairs spoke regarding the purge composition being changed to tissue plasminogen activator lysis (tpa). Tpa was added to the purge and the purge pressure and flows improved. The device was subsequently weaned, explanted, and the patient was successfully bridged to a durable left ventricular assist device. The impella explant was not performed earlier than planned as a result of the complication.

Manufacturer narrative:
Product status: the impella device was not received from the customer; there is uncertainty what happened with the device after the patient's demise. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.